Event description:
Patient has new teleflex ac3 iabp [intra-aortic balloon pump] console in use. Patient with labile bp's [blood pressures], specifically profound hypotensive episodes, however with the new iabp console, the sound of the alarm is brief and soft, making it hard to hear when not in patient's room. Patient had maps mean arterial pressures in the 50's, however staff was unaware because they were in another patient's room and did not hear the alarm on the console. The fiberoptic cable is also unable to be used (getinge balloon being used on teleflex iabp), so staff is unable to transduce a waveform on the monitor that would alarm staff if patient is hypotensive. Manufacturer response for intra-aortic balloon pump, ac3 optimus (per site reporter) teleflex has advised on how to increase the alarm volume to the maximum allowable level. They have also advised on how to connect pressure values to bedside patient monitors with both arrow/teleflex and getinge balloons, so that pressure alarms can be triggered and heard centrally via the bedside patient monitors. Local alarm volumes are still too low for normal operations on the unit and staff are unable to hear them from outside of the room.